Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician experienced resistance while retracting a stent retriever through the 5max ace; consequently, the 5max ace became stretched. The physician then removed the 5max ace with the stent retriever inside and the procedure completed at that point. There was no report of an adverse effect to the patient.